Event description:
Patient¿s wife called writer to notify that side port of enfit feeding tube had broken off. Patient previously had tube replaced for same issue. Patient reported he is cleaning/flushing per recommendations and over-tightening syringe in port. Upon visual inspection, rubber port had broken off.